Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device change out procedure, electrocautery was used and the pulse generator exhibited loss of output. The procedure concluded successfully and the patient was in good condition.